Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis and pancreatitis while they were on the insulin pump. It was also reported that the customer almost went into a coma. The customer's blood glucose was over 500 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.